Event description:
The customer stated the ventilator was alarming due to a high o2 supply pressure and no o2 available when operating via tanks or wall. The manufacturer's service technician was unable to duplicate the reported event. Review of the device diagnostic log history verified the alarm occurrence. The service technician reported the customer had used a flow regulator in the past instead of a pressure regulator on the o2 tank cylinder, which created a high o2 inlet pressure until the excess pressure was relieved. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. Applicable final testing was completed and passed to specifications.